Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the physician was unable to place the stylet completely into the lead after initial placement of the lead. As a result, the lead was never implanted. Additional lead with the same specifications was opened and placed without an incident. Patient status at the time of this report was noted as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Analysis of the lead (lead 3776-60 1x8, serial # (B)(4)) found no anomaly. Analysis of the stylet found no anomaly. The returned stylet was 75 cm long and was returned by mistake. The original 60 cm stylet was not returned with the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.